Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was slight fiber disturbance on the distal end of the balloon that appeared to be linear. Overall, the device was bloody. No anomalies noted to the bifurcate or luers. During functional testing, an in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal balloon joint. The device was examined under magnification, and a circumferential break was noted at the proximal glue joint. No further functional testing was performed. Therefore, the investigation is confirmed for the reported inflation issue and identified break as circumferential break was noted at the proximal glue joint due to which the balloon would have been unable to be inflated. The investigation is confirmed for the identified material deformation as fiber disturbance was noted on the distal end of the balloon. A definitive root cause for the reported inflation problem, identified break and deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using a dorado balloon. During the procedure the balloon allegedly failed to expand at the lesion site. Instead, the same product was used to complete the procedure. There was no reported patient injury.